Manufacturer narrative:
Evaluation: results (other) - inspection of the alarm shows that the battery door is broken.

Event description:
The reporter did not provided any specific product issue when they requested to return a sitter select alarm model 8281. No patient injury reported. Inspection of the alarm at posey shows that the battery door is broken which could potentially cause the alarm to work intermittently.